Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose reading was 480+ mg/dl. The customer stated that her unexplained high blood glucose may be associated with air bubbles. The customer stated that she has been experiencing silver streaks in the tubing and she has gone through multiple bottles of insulin and reservoir boxes. The customer was advised to deliver a 5 units fixed prime and store the insulin at room temperate. The customer stated that she had gone through multiple reservoir changes and it seems to be a reoccurring issue. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to call back to troubleshoot.